Manufacturer narrative:
Device was received with all buttons responding properly. No issues found during testing. Keypad unresponsive or button error alarm, charge or battery lasts less than expected and damage not found during testing. Device passed the self test and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were poking out making the buttons harder to press. The customer's blood glucose value was unknown. Customer stated that he notices that the pump was off and thought the battery died due to a low battery alert. Customer stated that he was able to insert a new battery and it did turn back on. Customer stated that he didn't clean it. Customer stated the insulin pump has cosmetic damage. Customer states they did not see missing segments during the self-test. The insulin pump passed self-test. The insulin pump will be returned for analysis.